Event description:
The physician's comment: 1. There's a quality issue with the subject coil, causing it to stretch. 2. During the pushing process, there may be some abnormal pulling force. The patient was admitted to the hospital on (B)(6) 2025 at 21:05 due to a sudden headache lasting for 1 hour. Physical examination showed t 36.5, p 92 beats/min, and r 20 beats/min, bp 140/90mmhg. Clear consciousness, good mental state, fluent speech, accurate responses, no physical activity disorders, gcs score of 15, equal sized and round pupils on both sides, diameter of 3.0mm, sensitive to light reflection, no outward inclination of the mouth corner, soft neck, no resistance, thick respiratory sounds in both lungs, no dry or wet rales heard, heart rate is equal, abdomen is soft, limb muscle strength and tension are normal, bilateral babinski sign is negative, head CT examination showed subarachnoid hemorrhage. Preliminary diagnosis: 1. Spontaneous subarachnoid hemorrhage; 2. Grade 3 hypertension (extremely high risk). Subsequently, under general anesthesia, angiography was performed to prepare stent-assisted coil embolization of the aneurysm. The last 3mm 8cm coil was used to embolize the aneurysm. Upon release after pushing, the coil was stretched, and some of the primary coils were retained at the distal end of the internal carotid artery. The anchoring was reliable, the shape was stable, and it did not fluctuate with blood flow or affect blood flow. The surgery was then concluded.